Manufacturer narrative:
A prepaid mailing label and shipping tube have been sent to the customer for return of the device. If the sample is received, a supplemental report will be submitted upon completion of the investigation.

Event description:
The needle broke off in the consumer's stomach. The consumer sought medical attention at a walk-in clinic, where the needle was cut out.